Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient believed that his pump was 15 years old and wanted his pump replaced because it was 'not working and was broken.' It was noted that the patient stated that his pump had 'stopped working' in (B)(6). It was indicated that the patient did have symptoms; however it was not provided at the time of this report. It was reported that the patient was now taking medication as a result of the pump not working. The drug delivered via pump was morphine. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type catheter; product ID 8575, lot# n240824, implanted: (B)(6) 2011, product type accessory. (B)(4).